Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was over delivering insulin. Although tandem customer technical support (cts) verified in pump history that all boluses were delivered successfully and as intended; customer alleged that pump was over delivering. Cts offered a pump system check. However, customer declined. Customer's blood glucose was 60 mg/dl.